Event description:
It was reported that a physician was attempting to deploy a 2.25mm diameter x 18mm length resolute integrity rx drug eluting stent to treat a lesion in a patient. It was reported that during when they were trying to deploy the stent in the artery, blood was noted entering into the inflation device syringe and it was thought that the balloon ruptured and the device failed to inflate. The device has been inflated to 10 atm when the issue was noted. The device was removed and another same size stent was used to complete the procedure. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: unable to confirm complaint as no device or cine images returned, no results available since no evaluation was performed. Conclusion: unable to confirm complaint as no device or cine images returned. (B)(4).